Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information was added to the following fields: h3, h4, h6. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, olympus confirmed foreign material adhered to the nozzle, adhesive around the objective lens, adhesive around the light guide lens, plastic distal end cover, bending section cover, and connecting tube and nozzle; however, the type of the material cannot be identified. We could not specify the root cause of the material remaining in the device. The customer reported no deviation from the information for use (IFU) in reprocessing steps for the area where foreign material remained, and no physical damage of the device was confirmed where the foreign material remained. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: IFU states the detection method in gif-q150 operation manual chapter 3 preparation and inspection. IFU states the preventative measures in gif-q150 reprocessing manual chapter 3cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited foreign objects in the following components: nozzle, adhesive around the objective lens, adhesive around the light guide lens, plastic distal end cover, bending section cover, and connecting tube. There were no reports of patient involvement.